Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600mg/dl. Customer treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshoot. The insulin pump will not returned for analysis.